Event description:
Curlin pump alarmed : alarm high up pressure. We tried repositioning IV bag, spike, and tubing with no luck. It alarmed immediately whether we were trying to prime through the pump or trying to start the infusion.